Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that he found that pump would not autofill. Fse opened pneumatic interface module (pim) and found that something was in the tubing in the pim. After replacing the pim the pump behaved normally. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer called with the general questions on the appearance of condensation in the helium extension tubing. No discoloration or blood in the tubing. The company representative reviewed how to safely disconnect and remove it if it was excessive, to be sure pump was plugged in and not running on battery. The customer also stated that intra-aortic balloon pump (iabp) function was normal at time of the call. The company representative suggested changing out pump if it was to reoccur. The company representative received a call from the ccu over an hour later from registered nurse (rn) asking for review on how to swap out pump or removal of balloon due to " gas restriction alarm" rn stated the pump was off for 84 min. Balloon would be removed and saved for return. He stated it was the same pump that call was made on earlier. This report is for the pump , a separate report has been submitted on the balloon. No patient injury or harm reported. No adverse event reported.